Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter (serial # 1441895b). No test strips were returned. The returned meter was tested with in-house contour next test strips from lot # 8hpeb02a, which gave satisfactory performance.

Event description:
At 11:26 a.m., the customer obtained a blood glucose reading of 231 mg/dl on a contour next link 2.4 meter. The customer's insulin pump sent her 2.8 units of insulin. At 11:29 a.m., the customer performed a repeat testing with the contour next one meter and obtained a reading of 87 mg/dl. The customer had no symptoms of hyperglycemia or hypoglycemia. As a precautionary measure, the customer ate biscuits. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.